Event description:
The hcp reported several power-on-reset episodes with no apparent output from the neurostimulator. The parameters were set at a very low voltage. During explanation of the neurostimulator, the hcp noticed the insulation had eroded on the cable. No adverse patient effects were reported.